Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss that occurred a few weeks ago, the patient had his artificial urinary sphincter (aus) removed and replaced. Should additional information be received, a supplemental report will be submitted.

Event description:
It was reported that due to fluid loss that occurred a few weeks ago, the patient had his artificial urinary sphincter (aus) removed and replaced. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The ams 800 cuff was visually inspected and functionally tested. There was a leak in the cuff shell due to wear at the corner of a fold from the outside in. The ams 800 balloon was visually inspected and leakage tested. There were no leaks or damage during product analysis. The ams 800 pump was visually inspected. The pump was not functionally tested, as it was contaminated, and testing could not be performed. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.